Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) revision procedure. Patient is doing great postoperatively. Nothing can be returned per facility policy.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure" and "persistent pain at the ipg or lead site" are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) revision procedure. Patient is doing great postoperatively. Nothing can be returned per facility policy.